Event description:
It was reported that the user experienced hyperglycemia while using the ilet after eating at a restaurant, with a highest blood glucose of 356 mg/dl, and education was provided on announcing larger or higher-carbohydrate meals using the ¿more than¿ option. Symptoms included hyperglycemia. Outcomes included self-correction without outside or medical assistance and no alerts or alarms. Investigation included user interview and product-use troubleshooting and education focused on meal announcements and meal size selection. Investigation of this case revealed use-related factors related to incorrect meal size selection during eating out, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and carbohydrate load.